Manufacturer narrative:
Eval - other. The sample involved in this event has been sent to the MFR (MDR medical inc.). Upon receipt of their completed investigation a follow-up report will be submitted. The hosp has stated that they think this event was due to the pt's condition and not to a device malfunction.